Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. Patient presented for lead revision procedure. During procedure, the rv lead helix was not able to extend. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. Patient presented for lead revision procedure. During procedure, the rv lead helix was not able to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual and x-ray examination of the lead found the over torqued inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torqued directly to the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event helix mechanism issue was due to over torqued inner coil and helix being clogged with blood/tissue. No other anomalies were found.